Event description:
It was reported that the atrial lead exhibited high capture thresholds and a sensing anomaly. A fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced.